Event description:
During an atrial fibrillation procedure by way of pvi and atypical flutter ablation, a catheter fracture was noted. The mapping catheter was removed properly from the packaging and no damage was noted during preparation and catheter connection. The catheter was introduced through an sl1 8.5f sheath with no insertion difficulty noted. After positioning the catheter in the left atrium, the catheter displayed in a distorted manner on ensite x with multiple electrodes displaying significant signal artifact on both claris and ensite x. A new catheter cable was connected but the issue persisted. The catheter was removed and damage was observed on the electrodes and the splines had exposed wires. The catheter was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11.one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The device was returned due to electrode display issue and paddle damage. The pellethane tubing on the paddle was degraded, brittle, and cracked, revealing the wires and nitinol frame below. Additionally, electrodes 13-16 (also known as d1-d4) were displaced. The damage is consistent with the product being stored outside of the shelf box and exposed to fluorescent light. Advisor hd grid mapping catheter, sensor enabled instructions for use (IFU) states ¿the catheter packaging is designed to prevent crushing of the product, to minimize product exposure to the atmosphere, and to provide for aseptic product transfer. It is recommended that the product remain in the unopened package until time of use.¿ it also states, ¿the product should be stored in a cool, dry, and dark location.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the paddle damage is consistent with not following the instructions for use.